Event description:
The customer contact reported a leak.. A primary plumset was being used to deliver 1000 ml of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the secondary tubing set was gravity primed and the option-lok male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the plumset for a piggyback delivery of clindamycin 900 mg/50 ml in a glass bottle. It was reported that the air vent on the piercing pin of the secondary tubing set was opened for the glass bottle delivery. After the secondary tubing set was connected to the clave secondary port, the nurse noted a small air bubble at an unspecified location in the secondary tubing set. The customer contact reported that the secondary tubing set was then backprimed via pump to remove air bubble. At this time, an unspecified amount of solution leaked from the air vent filter on the piercing pin of the secondary tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.